Event description:
Boston scientific crm received information that this bsc sales representative (sr) called technical services (ts) reporting that during this initial implant procedure, the patient's heart rate was beating at 115bpm. The right ventricular (rv) lead 4136 was placed and had appropriate capture. While the physician was tying down the rv lead, the patient's heart rate dropped due to metroprolol, the patient's eyes dilated and her blood pressure dropped to 30/20. The physician connected the pacemaker to bring the patient's heart rate to 60ppm, however, patient coded. An echocardiogram was performed, ruling out tamponade. After 30 minutes, the patient died. The physician suspects the patient's death was due to a clot. There were no allegations against the products. An autopsy will be performed.